Manufacturer narrative:
Citation: murala js et al. Right ventricular outflow tract obstruction: a quest for ideal management. Asian cardiovasc thorac ann. 2018 jul;26(6):451-460. Doi: 10.1177/0218492318779963. Epub (B)(6) 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the techniques, conduits used, outcomes, and ongoing and future research aimed at identifying the ideal procedure for right ventricular outflow tract obstruction. The method of how the study data was selected was not disclosed and a publication date range for the studies reviewed was also not provided. The study population included an unknown number of patients (predominant gender, mean age and weight were not provided), an unidentified number of which were implanted with a medtronic contegra valved conduit or a medtronic hancock valved conduit. No serial numbers were provided. Among all patients, it was noted that 5.7% of those who received a xenograft valved dacron conduit experienced a homograft implantation related death at 5 years post-implant. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all contegra patients, adverse events included: reintervention resulting from distal conduit stenosis, conduit failure/dysfunction, pseudoaneurysm, excessive intimal peel formation, and thrombus. Among all hancock patients, adverse events included: large pressure gradients (>75 mm hg) with varying calcification requiring intervention, mild to moderate obstruction (gradient <(><<)> 45 mm hg) at the conduit valve ring, and stenosis. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.